Manufacturer narrative:
The subject device has not been returned to omsc. Since the lot number of the device was not informed, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the two times microbiological testing by the user facility, the microbes were detected from samples taken from the subject device. The type and number of microbes are unknown. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-3 or oer-4 with peracetic acid. Then, no microbe was detected from samples taken from the device in the third time microbiological testing after the user facility reprocessed the device by steam sterilization (autoclaving). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".